Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in- clinic with the right ventricular lead exhibiting noise. During lead revision procedure, outer insulation abrasion was noted. The lead was capped and replaced on (B)(6) 2019. The patient was reported to be in excellent condition.